Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: dtmc2qq, serial#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two cardiac resynchronization therapy defibrillator (crt-d) devices exhibited grey bar for battery longevity measurement. The devices were not used. There was no patient involved in this event.